Event description:
The patient experienced suicidal ideation due to continual issues with intermittency of roger focus ii devices.

Manufacturer narrative:
The follow up with the initial reporter established that the patient did not want to wear the devices. The patient is struggling academically and does not like to draw attention to themselves. With several people trying to help the patient to get the devices working both last and this year, this was bringing more attention to the patient, making the patient feel different and not wanting to go to school. The initial reporter refused to answer further questions. It is unconfirmed if the patient tried to act on those thoughts and received any treatment due this conditions. Past history of patient's psychological conditions, suicidal thoughts or other behavioural changes is unknown. It is also unknown if the patient was using the device due to unilateral hearing loss, auditory spectrum disorder (asd) or auditory processing disorder (apd). Analysis of the service history showed that devices were replaced once to a new set of devices due to not functioning. The manufacturer has not recorded any other similar complaints with suicidal ideation or psychological or emotional harm in general for this device. Additionally, no evidence of casual relationship between hearing aids and development of depression or suicidal thoughts exist in the literature. In contrast, using hearing aids has been associated with lower prevalence of depression and some studies demonstrated reduction in depressive symptoms. Devices were serviced/replaced and are not available for the analysis. Additionally, there are no applicable technical tests that could determine the link between device malfunction and suicidal ideation. This is the final report.